Event description:
On (B)(6) 2012 additional information was received from user facility. A injury in the form of a 2nd degree burn was reported.

Manufacturer narrative:
The device was evaluated by djo and found to be functioning within specification. It cannot be determined if the device caused the reported burn.